Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly cracked at the distal tip of the hub during the first inflation in an upper arm procedure. There was no reported retraction difficulty through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 8cm balloon. The balloon appeared to have been previously inflated. A partial circumferential outer catheter break was noted at the proximal balloon glue joint. The edges of the break were examined under microscopic magnification and were observed to be slightly jagged. The inner polyimide was intact at this location. The hub was examined under microscopic magnification and no cracks were present. The catheter was kinked 28.3cm from the distal tip. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kink. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential outer catheter shaft break. The investigation is unconfirmed for a cracked hub. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.